Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the pump time and date was incorrect; cause was unknown. Reportedly, the customer corrected the pump time and date to resolve the issue. Customer's blood glucose level was above 300 mg/dl.